Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient was supposed to have his refill on (B)(6) 2020, but with covid he had not been able to go out (per dr's recommendations) and get the refill. The reporter inquired if we could see the amount of drug that was left in the pump. It was also reported when the patient tried connecting with the pump earlier that there was an alarm message that said the low reservoir alarm had triggered. The patient could not hear an audible alarm, just saw the message. The patient was redirected to the healthcare provider (hcp) to discuss refill options and pump alarm. The patient believed the pump had dilaudid, but was not sure. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported they were not sure of the patient's weight. Symptoms the patient experienced included an increase in pain. It was noted that the patient did hear the alarm, but did not come in because they were told by their primary hcp that due to the virus and the patient being immune compromised to stay home. It was noted that the hcp brought the patient in right away, but when the hcp removed the medicine from the reservoir there was 6.5 cc not under 2. The hcp placed the medicine back into the reservoir, reset the pump, and brought the patient back 3 days later and refilled the pump. No further complications were reported.